Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the correct tandem charging cable and wall adapter, and various troubleshooting attempts such as using different adapters and cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. As a resolution, technical support arranged for the pump to be replaced. Customer will continue to use current pump; will rely on alternate method if necessary. Patient use multiple daily injection (mdi) if pump dies.